Manufacturer narrative:
(B)(4). The exact event date is unknown. It is presumed to have occurred in 2012 when the article was published. A specific month and day are unknown. Additional information: complaint database was queried to ensure this event has not been previously reported. As the event was reported based on the review of a journal article, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient with an end-to-end anastomosis developed peri-anastomotic sepsis after the circular anastomotic staple line was reinforced laparoscopically with sutures at a presumed point of weakness. The patient presented with a slight fever on day 12. A first CT scan was negative for anastomotic leakage, but a 1-mm-wide anastomotic dehiscence was documented endoscopically and the patient was put on antibiotics. Six days later, an intra-abdominal peri-anastomotic abscess was drained percutaneously, leading to full recovery with no evidence of anastomotic stenosis at 6 months.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: no, I don¿t think the leak was related to the stapler, it could have been a technical problem. Of course I cannot exclude a stapler problem, but there had not been any strange dysfunction during the surgery.